Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
On (B)(6) 2016 stent was implanted at malignant duodenal stenosis. The procedure itself went successfully. On (B)(6) 2016 (date unknown); patient presented with abdominal pain. CT scan confirmed stent migration to small bowel causing obstruction and ileus. The patient underwent open surgery; migrated stent causing obstruction was removed.